Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that the side rail would not lock in the up position and the ground prong was bent and loose. No pt involvement or adverse consequences are reported.